Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage to the conductor wires. The instrument passed the electrical continuity test. Internal inspection was also conducted and found no damage to the conductor wires. The instrument was found to have a frayed grip cable at the idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument's conductor wire broke. The procedure was completed with a backup instrument with no reports of patient injury. Intuitive received the following additional information via follow up: the black conductor wire was found to be broken in half. The internal wiring was exposed.